Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed cannot confirm the reported complaint at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device allegedly powered off unexpectedly, after which the patient turned blue, the patient was immediately switched to a backup device and recovered.